Manufacturer narrative:
Lot codes: head 22091b, handle dd2234l1. The head was made at the following location. (B)(4). Manufacture dates: head 07/27/2012, handle 08/21/2012. .

Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. A minor injury ("punctured my lower lip") occurred.